Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. It could not be determined if the damage effected the delivery of insulin. The data could not be downloaded from the device. The cause of why the data could not be downloaded could not be determined. The middle battery was found to have an insufficient charge.

Event description:
It was reported that the patient's blood glucose level reached 317 mg/dl. The pod was worn between 24 and 36 hours. Hyperglycemia treated by applying a new pod.